Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 227 mg/dl. It was confirmed that the customer had a backup method of insulin delivery available. Reportedly, when the pump turned on, the touchscreen was unresponsive.